Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from a 0.012" pinhole found on the balloon surface. This is out of specification per inspection procedure which states, "pinholes are not permitted." Further, the catheter was flushed to test for restricted flowrate, and there were no obstructions noted. This meet specification per inspection procedure which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes. A potential root cause for this failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was pulled out after the operation. The patient stated that the catheter was reinserted and the urine flow was good. When they checked the balloon catheter that had been pulled out, it was found that there was a small hole in the cuff part, and distilled water from the indwelling leaked out. It is unknown when it came out. A cuff check was performed before the operation and the catheter was inserted without any problem. Good urine flow was confirmed, distilled water from the cuff was also injected without any resistance, and it was fixed with tape so that it would not come off. During the operation the bladder temperature was changed from 36.2 ° c to 35.1 ° c and observed after that. They reported to the anesthesiologist that the drain bag missed the urine after surgery and they thought urine volume would not increase on the way. Also the indwelling bag that had been missed contained 170 ml of urine. After replacement, 500 ml spilled into a new indwelling bag, for a total urine volume of 670 ml. When using a balloon catheter with a bladder temperature sensor in the future, it was advised to check whether the catheter has come off when the bladder temperature drops. No patient injury was reported. Per additional information via email from (B)(6) 2021, it was confirmed that there was no injury to the patient and it was unknown whether any missing pieces of the balloon inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was pulled out after the operation. The patient stated that the catheter was reinserted and the urine flow was good. When they checked the balloon catheter that had been pulled out, it was found that there was a small hole in the cuff part, and distilled water from the indwelling leaked out. It is unknown when it came out. A cuff check was performed before the operation and the catheter was inserted without any problem. Good urine flow was confirmed, distilled water from the cuff was also injected without any resistance, and it was fixed with tape so that it would not come off. During the operation the bladder temperature was changed from 36.2 ¿ c to 35.1 ¿ c and observed after that. They reported to the anesthesiologist that the drain bag missed the urine after surgery and they thought urine volume would not increase on the way. Also the indwelling bag that had been missed contained 170 ml of urine. After replacement, 500 ml spilled into a new indwelling bag, for a total urine volume of 670 ml. When using a balloon catheter with a bladder temperature sensor in the future, it was advised to check whether the catheter has come off when the bladder temperature drops. No patient injury was reported. Per additional information via email from ibc on 20aug2021, it was confirmed that there was no injury to the patient and it was unknown whether any missing pieces of the balloon inside the patient.